Manufacturer narrative:
(B)(4). No iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. The world wide support (wws) service database was checked and there was no further service provided to the pump and no parts replaced. This account is a demand customer account (no service contract) and they perform their own repairs. A device history record (DHR) review was conducted for the iap lot/serial numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium leak alarm" is confirmed based on the information provided to the clinical support specialist. No service was provided to the pump. This account is a demand customer account (no service contract) and they perform their repairs. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of reported complaint is undetermined

Event description:
It was reported via a hot line call from the registered nurse (rn) in the intensive care unit (ICU) about a pump with persistent helium loss alarms. No kinks, no blood in catheter, patient has be repositioned and hyperextended hip on inserted side. The patient is a bariatric patient and they have attempted to move the pannus off of the catheter without success. The helium tank is decreasing quickly. The clinical support specialist (css) had the rn double check that there is absolutely no evidence of blood in the helium drive line. The css and rn also discussed the possibility of a slight kink under the skin at the insertion site. The css was able to talk her through a leak test and there was not any evidence of a leak on the patient side. There was a question that they could be losing helium on the pump side. The rn was able to change out the pump without problems. The rn had to manually calibrate the catheter and was still having problems getting an a-line tracing. The patients had been having runs of vt but they resolved with medication over the last hour. One of the other concerns was that the angle of entry for the iab was very steep and the patient may have tortuous anatomy. The md wanted the rn to go to 1:2 if they couldn't get the alarms to stop. The css had the rn decrease the volume in the balloon first. The alarms seemed to go away with the decrease in volume. The physician was leaning towards weaning the balloon and drugs off and discussing alternate therapy, end of life with the family. Length of time in use prior to event: approximately 24 hours.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call from the registered nurse (rn) in the intensive care unit (ICU) about a pump with persistent helium loss alarms. No kinks, no blood in catheter, patient has be repositioned and hyperextended hip on inserted side. The patient is a bariatric patient and they have attempted to move the pannus off of the catheter without success. The helium tank is decreasing quickly. The clinical support specialist (css) had the rn double check that there is absolutely no evidence of blood in the helium drive line. The css and rn also discussed the possibility of a slight kink under the skin at the insertion site. The css was able to talk her through a leak test and there was not any evidence of a leak on the patient side. There was a question that they could be losing helium on the pump side. The registered nurse was able to change out the pump without problems. The rn had to manually calibrate the catheter and was still having problems getting an a-line tracing. The patients had been having runs of vt but they resolved with medication over the last hour. One of the other concerns was that the angle of entry for the iab was very steep and the patient may have tortuous anatomy. The medical doctor wanted the registered nurse to go to 1:2 if they couldn't get the alarms to stop. The css had the registered nurse decrease the volume in the balloon first. The alarms seemed to go away with the decrease in volume. The physician was leaning towards weaning the balloon and drugs off and discussing alternate therapy, end of life with the family. Length of time in use prior to event: approximately 24 hours.